Event description:
Patient was wearing a Pod on the arm between 49 and 71 hours. Prior to the event, the patient reported persistent hyperglycemia and alleged it was related to controller unreliability and hot weather. On (b)(6) 2026, the patient sought medical attention and was hospitalized. The patient reported hyperglycemia with a blood glucose fingerstick reading of 22.2 mmol/L (400 mg/dL), nausea, abdominal pain, and excessive thirst. Treatment consisted of observation and resumption of Pod therapy. No specific diagnosis was reported. The patient was discharged on (b)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.2-p001.Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004L.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.